Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1km8y, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that their implant was not working and the wires have come loose. Patient reported that the wire was right at the surface of the skin. Patient mentioned that had the implant reprogrammed but that did not help. The healthcare professional (hcp) was aware and they may need to replace it. No further complications were reported or anticipated.